Manufacturer narrative:
Replaced part was not available for the further evaluation. The cause of the reported issue was isolated to the therapy cable, however further root cause could not be determined.

Event description:
A customer contacted physio-control for preventive maintenance of their device. Upon initial evaluation, physio-control observed that therapy cable was physically damaged. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and verified issue of damaged therapy cable. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control requested additional information regarding return of the damaged therapy cable for evaluation.

Event description:
A customer contacted physio-control for preventive maintenance of their device. Upon initial evaluation, physio-control observed that therapy cable was physically damaged. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.